Manufacturer narrative:
(B)(6). Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The device was microscopically and visually examined. There was contrast and blood present in the inflation lumen. There was contrast in the loosely folded balloon. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located 7mm from the tip of the device. There was no markerband damage detected as the pinhole was near the distal markerband. The device failed to inflate to rated burst pressure.

Event description:
Reportable based on device analysis completed on 26jul2021. It was reported that balloon inflation failure occurred. A 2.75mm x 12mm quantum maverick balloon catheter was advanced for dilatation, but the balloon failed to expand due to lesion characteristic. The device was removed and the procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed balloon pinhole.